Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced neurological impairment (left sided hemiparesis). It was reported that the patient exhibited some symptoms indicative of a neurovascular complication. The symptom reported was numbness along the left side of the patient's body. The patient had an MRI (magnetic resonance imaging) that was negative for stroke. Per the neurovascular team, while a stroke is still technically possible, there is no evidence from the MRI. Neuro team suggested that patient follow up with primary care physician at their next appointment.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).